Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl at the time of the reported event and at the time of incident blood glucose level was 301 mg/dl and the sensor glucose value was 55 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was not known. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reports symptoms related to their high blood glucose levels was nausea . Based on customer¿s report customer does not allege insulin pump was under delivering. The customer also reported that the insulin exited at the quick release. The sensor will not be returned for analysis.